Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker prematurely separated from the delivery catheter after fixation. The device was implanted successfully. There were no patient consequences.

Manufacturer narrative:
The reported event of premature separation was confirmed. As received, a catheter was returned in one piece with blood noted at the distal cap and protective sleeve. Visual inspection found the tether control knob was in aligned position, but the bullets were misaligned. X-ray examination found one of the tether wires slipped inside the release tether screw, as received which could have contributed to the event reported in the field.